Event description:
Tibial impactor being used for left total knee replacement. During the procedure the surgeon noted a metal foreign body and removed the metal from the surgical area. Upon inspection of the tibial impactor it was noted that the foreign body had infact broken away one side of the impactor. The surgeon also noted that the other side was also broken. The surgeon inspected the surgical site and x-rays were taken to assure no add'l metal was present in the surgical site.